Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not detect the patient's ECG rhythm through the defibrillation therapy electrodes. The customer reported that they responded to the patient having respiratory arrest and did not require any defibrillation. The patient was transferred to the local hospital and reportedly survived the event.

Manufacturer narrative:
Physio-control evaluated the device and the electronic patient record and was unable to verify the reported issue.   Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.